Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were emergency room for high blood glucose and dehydration on unknown date.blood glucose level was unknown. Auto mode was on at the time of incident. Troubleshooting was performed. Customer was treated with IV fluids, manual injections . Customer experienced symptoms like vomiting and feel ill and length of hospitalization was 6 hours.the insulin pump will not be returned for analysis.